Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was explanted because it was damaged. Through follow-up we learned that one of the haptics seemed to break as soon as the implant was injected, and the upper edge of the lens was damaged. Account indicated that the iol was placed in the bag, and there was no capsule rupture. The patient came back the next day because the implant was off-centered inferiorly in the bag. The doctor explanted the lens without damaging the bag. No further detail has been provided.